Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device went into backup vvi mode during software upgrade. The device code was updated, and the device returned to normal function. The device was reprogrammed to the old settings and the patient went home with no issues.